Event description:
Event description cpi received information that this intermedics lifeline lead was found to be completely fractured at replacement procedure of the device. Lead is being returned to cpi for urgent analysis.